Manufacturer narrative:
CAPA 126212 has been initiated to document the investigation and root cause analysis of the reported incidents. The CAPA investigation is currently on-going and will be updated as potential root cause(s) are identified.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field.(B)(6). Results: no customer samples or photos were received for evaluation. A review of the device history record was completed for batch 7027594, reorder number (B)(4). All inspections were in compliance with requirements. Conclusion: based on the investigation results, no root cause from the manufacturing process was identified as a contributor to the reported failure. (B)(4).

Event description:
It was reported that during collection, centrifugation ,and transportation the stopper on a 13x75 mm 3.5 ml bd vacutainer® plus plastic sst tube. Gold bd hemogard¿ closure tube detached from the distal needle. There was no report of injury or medical intervention.